Event description:
While using the 5 fr PICC wand safety introducer with peelable sheath, manufactured by access scientific, inc., the right side of the sheath snapped off about 1 inch down the shaft, leaving about 2 inches, still attached to the left side but inside the pt, with a small piece protruding from the skin. The broken piece was easily retrieved and resulted in no harm to the pt. (B)(4).